Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #'s: 1627487-2013-00344 and 00349. The patient's (B)(6) dbs system consists of an ipg and four percutaneous leads from two different lots. It was reported the patient is experiencing overstimulation at the ipg site. In addition, the patient's left dbs lead is exhibiting high impedance readings for several contacts and his dystonia symptoms have reportedly worsened on the left side. X-rays have been recommended to verify the lead to ipg connection. There are no immediate plans for invasive intervention; however, reprogramming will continue in an effort to address these issues. It is unknown from which of the patient's dbs leads the impedance issues stem; therefore, both lots are being reported.